Event description:
After use of an exoseal it was reported that the patient developed a retroperitoneal bleed, a blood transfusion was conducted and vasopressor was administered. The patient was a male but his age was unknown. The exoseal (6fr) was used for hemostasis after the treatment of an aneurysm. After the procedure, the exoseal was inserted into a sheath introducer (6fr, fubuki) and plug deployment was conducted as per procedure. Hemostasis was successfully achieved. There was no oozing at the site after deployment. Multiple sticks were not made to achieve arterial access. It is unknown if the patient was anticoagulated. After several hours post procedure, the patient developed hypotension and blood transfusion was conducted. CT revealed retroperitoneal bleeding. The physician was certified to use the exoseal. It is unknown how many times previously he had used the device. The patient was stable now.

Manufacturer narrative:
Several hours after use of an exoseal device for vascular closure, it was reported that the patient developed a retroperitoneal bleed treated with blood transfusion and administration of vasopressor. The exoseal (6fr) was used for hemostasis after the treatment of an aneurysm. The exoseal vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The exoseal was inserted into a sheath introducer (6fr, fubuki) without resistance/friction. The indicator window showed solid black and the deployment button was fully deployed without difficulty. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Hemostasis was successfully achieved. There was no oozing at the site after deployment and no hematoma. Multiple sticks were not made to achieve arterial access. It is unknown if the patient was anticoagulated. After several hours post procedure, the patient developed hypotension and a CT scan revealed retroperitoneal bleeding. The patient¿s activity was reported to be in bed rest. The physician was certified to use the exoseal. It is unknown how many times previously he had used the device. The patient was reported to be in stable condition. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported event. With the information provided it is not possible to determine an exact cause for the event, however patient and/or pharmacological factors may have contributed to the reported event. Without the return of the device for analysis, no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that 3 possible lots 15761030, 15804466 and 15809761 are related to the event.